Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the event was not reported. It was not reported if the patient was hospitalized or treated for the event. The outcome of the event was not reported. Action taken with dianeal therapy was not reported. No additional information is available.